Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13, equinoxe, humeral stem primary, press fit 13mm. 320-10-00, equinoxe reverse tray adapter plate tray +0. 320-01-42, equinoxe reverse 42mm glenosphere. 320-15-01, eq rev glenoid plate.

Event description:
As reported, this (B)(6) y/o male patient has had unexplained pain for approximately 6 weeks postop the initial left tsa. All fractures, infections have been ruled out. The patient underwent an arthroscopic debridement and removal of found bony chips, spurs.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying postop condition.